Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the customer's experience cannot yet be determined. Physical evaluation of the complaint device reveals: there are scratches on the label. There was a leak detected from the biopsy channel. The angulation is low. The cover plastic has deep dents. The ob lens has minor chips on the edge. The lg lens is cracked and chipped. The cover glue is cracked. The insertion tube has excessive buckles. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using an evis exera iii gastrointestinal videoscope, a clip was found in the scope. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Multiple documented attempts were made to obtain additional information from the user facility with no response to-date. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer's investigation, although the root cause could not be conclusively determined, it is likely the clip dropped and remained inside the biopsy channel by the user handling of the endo therapy accessories and the user used the scope which was reprocessed insufficiently. The user can detect the suggested event properly by handling the device in accordance with the instructions for use (IFU) as described under the following sections: 3.8 inspection of the endoscopic system: "inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve. ". 3.3 inspection of the endoscope: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". "8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.".